Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant through the regular waiting list. It was unknown if the transplant was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was returned assembled with the pump cable severed approximately 5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately .75¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware and outflow graft clip engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. B is currently available. The IFU section 1 "introduction" lists adverse events that may be associated with the use of the heartmate 3 lvas. The IFU section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. The IFU section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also warns that extrinsic outflow graft obstruction (eogo) is the abnormal accumulation of bio debris between the outflow graft and the outflow bend relief or a non-heartmate component such as a gore-tex/ptfe conduit or wrap added during implant. Eogo can occur to the degree that the blood flow through the graft is obstructed and manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention is used to correct an eogo under the outflow bend relief, the outflow bend relief should either be reattached or suitably repaired to prevent subsequent kinking of the outflow graft. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no reports of any issues with pump operation prior to transplant.